Event description:
It was reported that a pump over infused tpn to a pt. The device was programmed to deliver an unk vtbi at an unk rate. The customer reported that "the infusion ran dry prior to the programmed volume reaching zero (5 hours early)."

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.